Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018 to explant the device due to partial abutment dislodgement within the device. The patient was reimplanted with a new device during the same surgery.